Event description:
It was reported that (1) rpfxg was used during a radical prostatectomy procedure. It was reported by the rep that the surgeon used to staple dorsal vein complex. The surgeon used green cartridge, locked tissue and fire. The instrument stapled but did not cut. The surgeon has had problems with this instrument before. The case was complete by suture.